Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. While the physician was introducing the taxus express2 3.0x20mm drug eluting stent into the guiding catheter, he felt resistance. When the device was removed he saw that the struts were deformed. No pt complications were reported.